Event description:
It was reported that during a da vinci-assisted surgical procedure, when the integrated table motion (itm) connection was lost, the master tool manipulator (mtm) drifted and caused uncontrolled movement. The surgical staff observed that the monopolar curved scissors (mcs) instrument's tip moved a few centimeters after the connection loss while the surgeon¿s head remained in the console. The surgeon initially kept their hands on the mtm but removed them once drifting began and while their head was still in the high resolution stereo viewer (hrsv). The issue was resolved by clearing the error on the vision cart, though the itm problem persisted until a full system reset. A video recording of the procedure exists, and the customer is asking how to grant intuitive surgical access.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after the customer cleared the error on the vision cart. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.